Event description:
It was reported that pump experienced malfunction alarm with code that caller had not previously reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue pump use and to call back if malfunction alarm occurred again, which customer acknowledged and understood.